Manufacturer narrative:
Customer reported during a diagnostic laparoscopic surgery, with a cholecystectomy and ventral hernia repair, the patient was placed in reverse trendelenburg with left side slightly air planed down. The patient was secured to the table with foam arm padding and thigh safety strap in addition to the draw sheet in the linen kit prior to surgery. The patient began to slip and fall from the table. The surgeon released the laparoscopic surgical tools in order to catch and prevent patient from falling to the floor. Operation was resumed it was determined the patient suffered a grade three laceration of the liver. Patient was admitted to the ICU for three days eventually discharged home. It was suggested by the surgeon that the draw sheet was the cause of the patient slipping and nearly falling. The complaint cannot be confirmed and a root cause has not been determined. The sample was not returned for evaluation. Due to the new injury and increased length of hospitalization this medwatch is being filed.

Event description:
A patient had a near fall from the operating table related to the draw sheet.